Manufacturer narrative:
Initial reporter phone number: (B)(6). A product investigation was completed: the pfna bade impactor was returned, as per complaint description, in an assembled condition. Our investigation has shown that the connection (welding joint) between the gripping head of the handle and the shaft is broken. At the stroke cap are numerous strong impact marks visible. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Due to the heavy hammering marks it is likely that the instrument was hence resulting in rupture of the welding between the stroke cap and the shaft. The current technical guide recommends inserting the pfna blade to the stop by applying gentle blows with the hammer. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 03.feb.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when the surgeon implanted the proximal femoral nail antirotation (pfna) blade and would remove the impactor, it fell apart between the blue handle and the ring. The operation was successfully completed with no consequences to the patient. This is report 1 of 1 for (B)(4).